Event description:
A (B)(6) male underwent a radial angiogram on (B)(6) 2012. About 2 weeks following the procedure, the patient returned to hospital with a granuloma at the entry site. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient was instructed to keep the site clean until it healed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). No product was returned to assist in our investigation. This device is provided with an IFU, in which it is stated: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Based on customer and the history of similar complaints, shedding of hydrophilic coating from the device during the procedure that remained in tissue at the entry site may have resulted in the described failure mode. Although no conclusive evidence exists to contradict the statements of the event, the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device used in conjunction with latex gloves. Furthermore, functional testing of product from several lots returned on similar complaints reveals that the coating is prone to shed when subjected to controlled friction conditions. Additionally, risk assessment indicated that risk reduction activities were recommended and, therefore, corrective action was previously initiated and implemented march 19, 2008 and was verified effective on august 28, 2008. Recently, risk analysis indicated that risk reduction activities were recommended and, therefore, additional corrective action was initiated based on recent complaints. The risk-to-benefit analysis was updated and offered the following conclusion: although the reported occurrence rate has increased, the potential severity of the sterile inflammatory response remains moderate. The benefits, including easier sheath insertion and removal, reduced incidence of radial artery spasm and diminished pain, are notable. Consequently, the benefits of the device outweigh the noted risks and it should remain available to the market while continuing to pursue activities to minimize the associated risks. We have notified appropriate internal and are continuing to monitor complaints for similar events.